Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittnet power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: there were multiple unexplained pump reboot events and continual rebooting observed in the black box data. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/reboot occurrences. No damage was found to the battery cap. The returned battery cap was able to maintain power during a 24 hour test, however power rebooting was duplicated while performing the battery functional test. There was visible corrosion inside the battery compartment. The pump failed a leak test due to battery compartment damage. There was no further evidence of moisture found internally. The battery compartment threads were missing. The audio bolus button cover was damaged but the button was still responsive. The display screen was dim and discolored. The keypad was peeling, but all of the buttons were responsive.